Event description:
It was reported that the device powered on and off while in use. There was no confirmation that the reported failure occurred during patient use. There was no further information on the event provided.

Manufacturer narrative:
The distributor has notified physio-control that the previously reported information that the device was repaired and returned to the customer is incorrect information. The distributor has confirmed that this issue was not during patient use. The distributor has also advised physio-control that following the verification of the reported failure, the customer has elected to not repair and retire the device from service. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). The distributor notified physio-control that the device has been repaired and returned to the customer for use. The distributor has not provided any information regarding the repair of the device. The cause of the reported failure could not be determined.